Event description:
Per the clinic, the patient reported no sound and slight pain with device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device.